Event description:
The patient was unable to adjust stimulation. The neurostimulator had not worked for a month. The patient had not turned on the implantable neurostimulator for 2-3 weeks due to having an implantable pump. The patient had 2 programmers, both passed the self test. When the programmers were positioned over the neurostimulator only, the patient programmer battery light was green. The hcp attributed the event to the implantable neurostimulator. Revision was pending. The patient experienced preexisting pain, described as an ache, associated with the event. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.